Event description:
During an unspecified procedure, the instrument did not fire correctly and unfired staples were stuck in the colon. The surgeon resected additional tissue. The pt's status is satisfactory.